Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hemorrhoidectomy due to stress urinary incontinence and menorrhagia. It was reported that patient had a perineoplasty and posterior repair on (B)(6) 2006 due to dyspareunia and narrow vaginal introitus.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent anterior vaginal wall reconstruction, transvaginal urethrolysis and removal of eroded mesh on (B)(6) 2013 due to pelvic pain and complications of the mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency and incomplete emptying of bladder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent exploration of urethra with division of sling on (B)(6) 2012. The reason for the revision is incomplete bladder emptying with evidence of bladder outlet obstruction due to overcorrected sling. (B)(4).